Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09702. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt experienced a loss of stimulation. A full parameter diagnostic indicated invalid impedance values on several contacts. Sjm rep was unable to capture the desired right-side coverage with reprogramming. X-rays indicated all the connections were secured and the leads have not migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.